Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flow was observed after placement. Urine flowed after the catheter was replaced with another. It was later reported on (B)(6) 2018 from the (B)(6) business center that there was no urine drainage or abnormalities found on the catheter.

Event description:
It was reported that no urine flow was observed after placement. Urine flowed after the catheter was replaced with another. It was later reported on (B)(6) 2018 from the international business center that there was no urine drainage or abnormalities found on the catheter.

Manufacturer narrative:
Received only catheter for evaluation. The evaluation found no blockage in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. The sample was sent for flow rate test and was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Precautions for use (1) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. (2) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 2.applicable patients patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged)"